Manufacturer narrative:
This report is for screws, quantity, part and lot number unknown. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a revision was required as a result of a failed ankle fusion procedure. The originally implanted screws are reported to have broken, loosened and pulled-out, and there was fracture collapse and patient non-compliance with recovery instructions. During the revision procedure, it was identified that the correct end cap which is mandatory for locking the spiral blade of a hind-foot arthrodesis nail system was unavailable. The procedure was successfully completed without the use of the end cap this report is for the screws this is report 1 of 1 for (B)(4).